Event description:
It was reported that "machine after rotating did not stop and is now not responding." No injury reported. A field engineer was dispatched to the site and determined that the rotation switch needed to be repositioned. Once this was completed the system was working as intended.